Manufacturer narrative:
Combination product: yes.

Event description:
During ra lead replacement discovered rv lead with excess slack and helix not fully deployed. Possible twiddlers syndrome. The rv lead was repositioned and remains implanted. Should additional information be received this report will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.